Event description:
It was reported that the patient experienced a fall. The patient presented to the emergency room due to the knee pain from the fall. Follow up revealed the reason for the fall is unclear. The cardiologist asked for the device to be reprogrammed from vvi 45 to vvi 70 as a precaution. Premature ventricular contractions were noted on the monitor during threshold tests and with faster pacing. The cardiologist asked the patient be admitted for observation. The leadless implantable pulse generator (ipg) remains implanted and in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.